Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined that the exact root cause is under investigation with I-ch-21-024. It is most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, it appears that the problem began to emerge after a repair was completed; the inspiration blocks were replaced early this year, and since then, tf316 and 401 have been fixed, but tf400 is still active. Most likely, the o2 cell port has a small leak. Vyaire medical advises the customer to properly tighten the cell and restart the device to see if tf400 is still active. Vyaire medical will focus on tf400 for the time being, as tf318 has only occurred once and this may be due to a blocked circuit. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having a technical failure alarm 401 "inspiration valve or device leaky and failed circuit test. Also, the device is not ventilating anymore and the blower is not working. Furthermore, there was no patient involvement associated with the reported event.